Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# mzx5305 and lot# 25019363 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set the following information was received by the initial reporter with the following verbatim. It was reported by customer that top port of tubing would not draw blood, flush or infuse fluids. Tubing had to be disconnected and changed.